Manufacturer narrative:
Device codes: 2920 labeled 1528 labeled . Internal file number - (B)(4). Evaluation summary: visual inspections were performed on the returned device. The tip detachment was confirmed. The difficulty removing, and resistance was not confirmed as it was related to case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the tip detachment was likely attributed to case circumstances. It is likely that difficulty removing, and tip detachment were the result of tip getting caught with the stent during deployment, as the tip was being retracted in the narrowed area of the vessel. The resistance during advancement was likely due to the anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: resistance was noted during advancement to the lesion and resistance was noted during removal of the device after stent deployment. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a narrow lesion. During deployment of the supera peripheral stent system 5.5x40 6f, the nose cone (tip) detached but remained on the guide wire and was removed without intervention. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.